Manufacturer narrative:
(B)(4). Date sent: 02/27/2020. Additional information received: the procedure as an endometriosis case with anterior resection; joining rectum to colon. A senior registrar was firing of the gun. It was a laparoscopic operation and when the trocar started disappearing, the surgeon initially thought the registrar was retracting the gun. When he tried to push the device in, the top of the rectum tore. The rectal stump was then sutured, and anvil attachment was attempted again. However, it happened again that the spike retracted. The registrar had to use two hands; one on the handle and one on the knob. This information was provided by the surgeon. Additional information requested and received: what were you doing when the trocar retraction started? Although the anvil and spike were aligned, it would not engage. Force was added and it started retracting back, despite not using much force. Even 1-2 cm retraction is enough to cause a problem. How were the registrar¿s hands positioned? Holding the device steady. The surgeon stated that he thought the registrar was taking the gun out. He asked him to push the gun back in again as he did not realize it was unwinding itself. Did the registrar notice rotation of the knob? He was not looking at that, he was looking at the screen of the monitor.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2020. D4: batch # t5c63v. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The adjusting knob however showed signs of abnormal movement. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In order to investigate the abnormal movement of the adjusting knob, the shrouds and frame were disassembled. Upon visual inspection, broken shroud pins were found in the track of the adjusting knob confirming the adjusting knob issues that were experienced. No conclusion could be reached on what caused the abnormal movement of the adjusting knob noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. When did the spike retract? Spike retracted when trying to attach anvil. When attempting to attach the anvil, was the orange tying visible? Yes. How was the anvil being held during attempted attachment? Anvil was being held by grasping notch. Surgeon mentioned anvil was at an angle when lining up the anvil and spike. If an anvil grasper was used, please described where the anvil was grasped? Not used. Why does the surgeon believe that the trocar retracting caused or contributed to a rectal tear and serious patient injury? When the spike retracted the spike had to be opened again causing the hole to become bigger. How was the tear repaired? Tear repaired with sutures. Was the same device ultimately fired? Yes if so, were there any further issues with device use/firing? No. Was the stoma performed due to the issues with the device? Please further explain. Stoma was performed due to the tear and potential risk of leak. Stoma was not planned. Will the stoma be reversed? Yes. What is the current status of the patient? Patient has been sent home with stoma. Video evaluation summary: upon visual inspection of a video, the following was observed: the video shows a powered circular device in the hands of user and it was observed that user pushing down the anvil of device. Please noted the following comments: the action of pushing down on the anvil when it is at full extension may cause the trocar to retract which is similar to our manual circular platform. The trocar retraction is meant to be completed using the rotation knob which will fully close the device. As noted in the video, the device only closed partially by hand force. The device cannot be fully closed into the green firing range by pushing on the anvil. Based on the video alone the event described cannot be confirmed.

Event description:
It was reported that during a low anterior resection procedure, the spike retracted and the rectum tore. The surgeon did a leak test and no bubbles appeared but the patient ended up with a stoma.